Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have the roll idler gear broken inside of the housing. As a result, the input shaft became nonfunctional, causing the instrument to exhibit non-intuitive motion. The broken pieces of the roll idler gear measure approximately 4.65mm x 6.09mm and 3.23mm x 4.75mm and were captured inside of the housing. The instrument was installed on an in-house system and driven and exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the roll direction, indicating a misalignment of the coordinate frames during the engagement sequence. During inspection it was found that the instrument had a broken roll gear which caused the non-intuitive motion. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the monopolar curved scissors instrument was not responding to the commands. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the last surgical procedure on (B)(6) 2025. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv) while surgeon was attempting to manipulate instruments from the surgeon side console (ssc). The movements of the surgeon scaled appropriately to the monopolar curved scissors (mcs). The timing of the mcs was appropriate. There was no shakiness or friction observed. The mcs did not move in the intended direction since surgeon indicated left, and it moved down. The issue was persistent. The procedure was completed with no patient injury and no delays.